Event description:
The customer reported that a patient's sample failed to react in the anti-a microtube using mts s/b/d monoclonal and reverse grouping card lot #s 040705037-26(exp.27 mar 06)and 051905037-06(exp.26 apr 06)during manual gel card testing.the sample was forward typed as group b and reverse typed as ab.